Manufacturer narrative:
Unit passed self test and displacement test. No failed self test alarms noted. No low reservoir alarms noted. Unit received with bleeding glass on lcd board. Unit received with cracked reservoir tube and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly during normal use. The customer's blood glucose reading was 290 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.